Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: one used sample and one photo was received for evaluation by our quality engineer. Through visual inspection of the photo, liquid is observed below the stopper, verifying the reported failure. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. Testing is performed during the assembly process to verify the proper tightness of the stopper, discarding any product that does not meet specification. A device history review was performed for the reported lot 2002244 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10

Event description:
It was reported that medicine leaked past the bd plastipak¿ concentric luer lock syringe stopper during use. The following information was provided by the initial reporter, translated from french to english: "syringe seal lets the medicine flow through (leakage past stopper)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medicine leaked past the bd plastipak¿ concentric luer lock syringe stopper during use. The following information was provided by the initial reporter, translated from french to english: "syringe seal lets the medicine flow through (leakage past stopper)".